Manufacturer narrative:
The reported event could not be confirmed. A potential root cause for this failure could be "no tooling specification". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿inspect the catheter before use. Do not use the product if the device or packaging is damaged."

Event description:
It was reported that there were some catheters in every order where the funnel was torn not completely sealed at the top, which made the medicine leak.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that patient said there are some catheters in every order on which the funnel is torn not completely sealed at the top of the funnel, and makes the medicine leak.